Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil was fractured; an alert was triggered for high impedance. The svc coil was programmed off, and then the lead was capped and replaced. No patient complications have been reported as a result of this event.